Event description:
It was reported a patient reused a single use product coincident with peritoneal dialysis (pd) therapy on the homechoice. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the reported condition was use error. The homechoice and homechoie pro apd systems patient at-home guide is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.